Event description:
Patient revised to address pain, polyethylene wear on patella.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pain and polyethylene wear based on insufficient product information and the unavailability of the product to examine. Polyethylene wear after approximately 16-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.